Event description:
Caller stated that she had a procedure done where a johnson and johnson hernia mesh was implanted but the implant moved because it is not attached to the hernia. Caller experience pain and the hernia is still present.